Event description:
Information was received from the consumer regarding a patient receiving intrathecal bupivacaine and dilaudid. The indication for use was spinal pain. The patient had been hearing "this weird alarm." It was a two tone alarm. The sound was consistent with synchromed alarms. It started on the night of (B)(6) 2016, and she realized on (B)(6) 2016 that it was her pump. The patient called the hcp office and found out her alarm date was (B)(6) 2016. The patient stated because she did not make the appointment, they did not order her medication. The office was going to overnight her medication, and the hcp would see her on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.